Event description:
It was reported that the patient was hospitalized due to increased dyspnea and arrhythmia. Fluoroscopy was performed and a cardiac perforation was observed due to the right ventricular (rv) lead resulting in pericardial effusion. Percutaneous drainage of the pericardial effusion was performed and the implantable cardioverter defibrillator (ICD) system was explanted to resolve the event. A new ICD system is anticipated to be implanted at a later date. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Abbott asked for the device to be return as it was indicated it would, but no product was event sent to abbott. Based on the information received, the cause of the reported incident could not be conclusively determined. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.